Event description:
Customer reported one of the batteries in the device was corroded. Customer stated they cut their hand when trying to remove the corroded battery. No treatment. A request was made for return product and replacement product was sent.